Manufacturer narrative:
The intraocular lens remains implanted (and thus was not returned for investigation). Patient history of flomax (tamsulosin hydrochloride) exposure. Complicated intraocular lens implantation surgery that required the use of iris hooks.

Manufacturer narrative:
(B)(4) - intraocular lens (iol); decreased vision. The manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) on (B)(6) 2007 of the right optic. Patient returned to physician's office 5 years later complaining of decreased vision and haziness in his right optic. On examination, the physician initially noted posterior capsular opacification with very fine white particles adjacent to the posterior surface of the lens. A yag capsulotomy was done on (B)(6) 2013. It was reported that there are extensive fine white precipitates on the posterior layer of the intraocular lens (iol) that have not subsided since the yag procedure. Patient noted to have corrected acuity of 20/25 -2. No additional information was provided.